Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: during investigation, the battery compartment was found to be cracked. The pump also powered on to a dim and discolored display. Unrelated to the issue, the paint was found to be chipped. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack as well as a dim and discolored display. This report is made based on results of investigation completed on (B)(6) 2016.